Manufacturer narrative:
The patient falling off the table is most likely due to operator error. One of the staff members was attempting to remove the t-pin when another staff team member, who was more familiar with the table operation, stopped the attempted removal of the t-pin. Also staff cannot confirm patient was strapped on the table. Various locations in the owner's manual (nw0646) have warnings about removing the t-pin. Warning: t-pins extended through the crossbars and table top supporting the patient should never be removed with the patient on the table top. Removing these t-pins may result in harm to the patient, healthcare workers or the device. Inspection of the device revealed maintenance deficiencies, but no obvious relationship to the reported incident.

Event description:
It was reported that the patient fell off the table, patient is ok.

Event description:
It was reported that the patient fell off the table, patient is ok.